Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, severe allergic reaction with facial angioedema (injection site allergic reaction) was deemed to meet serious injury criteria of hospitalization. The device history record for radiesse (+) lot number a00019290 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted that would have contributed to this event.

Event description:
This spontaneous report was received from a mexican physician and concerns a (B)(6) female patient. She was injected into the deep dermis, with a total of 1.5 ml of radiesse(+), into the nasolabial folds, as an aesthetic treatment, on (B)(6) 2021. The batch record review was received and the lot number for radiesse(+) was confirmed as a00019290 (expiry date 04/2023). A lot search in the global safety database was conducted. The patients' medical history included a dust allergy and a pollen allergy. On (B)(6) 2021, 4-6 hours after the radiesse(+) injection, the patient experienced a severe allergic reaction with facial angioedema. For that reason, the patient was hospitalized. The symptoms occurred gradually, and the patient never had airway compromise. The physician considered the event serious and treated it as an allergic reaction to the product. Corrective treatment included steroids and antihistamines (in-hospital). At the time of this report, the patient was treated by an allergist. On (B)(6) 2021, the patient improved by 50%, however, the facial angioedema persisted. Due to the provided information, the outcome of the event was considered as resolving.